Event description:
It was reported that a spectrum iq infusion pump had improper shutdown during programming/setup in the pharmacy department. Both heparin and lidocaine infusing at the time of the incident. Lidocaine was running at 7.5 ml/hour when the pump had an improper shutdown and restarted. Upon restart the nurse programmed the pump (with a lidocaine bag running) incorrectly as heparin at 16 ml an hour was being used at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product . H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.